Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited post-sensed t-wave oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: g2: the healthcare professional should not have been checked for g2 as there is no information provided for this field.